Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors and intermittent noise were observed. The lead was explanted.

Manufacturer narrative:
The lead was returned in two parts. Internal insulation abrasion was found at 12.3cm-13.3cm from the distal tip. The etfe coating was intact at this location.